Event description:
Information was received from a manufacturer representative regarding a patient who was implanted with an implantable neurostimulator (ins). Information was received from a manufacturer's representative (rep) regarding an implantable neurostimulator (ins). The reason for call was electrode 2 displayed an impedance value of 40,000 ohms or greater. Caller inquired on proper steps to take going forward. Technical services (tss) reviewed information. Caller confirmed that the lead was already anchored in place so they would keep the lead implanted and program around electrode 2. Caller was unable to provide sr information as they were in the intra op in the middle of a case. Tss emailed caller for sr information.

Manufacturer narrative:
Continuation of d10: product ID 977a260 (serial: unknown); product type: 0200-lead; implant date (B)(6) 2024.medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Concomitant medical products: product ID 977a260, lot#/serial# (B)(6), implanted: (B)(6) 2024, product type lead medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received from a manufacturer representative (rep). The rep reported that the cause was undetermined due to it happening intra operative. Rep states there was nothing visually wrong with the lead. Rep checked integrity of the leads, wiped down distal end of leads, re-tightened set screws, ran impedance test. Issue is not resolved. Still showing electrode 2 is not properly connected but able to program around.